Manufacturer narrative:
Device manufacturing records and programming history were reviewed.review of manufacturing records confirmed the device met all final testing specifications prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient was re-implanted with a generator and lead on (B)(6) 2014. The explanting facility will not return the explanted device to the manufacturer for analysis; therefore, no analysis can be performed. Further follow-up revealed x-rays were not taken. Patient manipulation or trauma is not believed to have caused or contributed to the lead fracture. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2009.

Event description:
On (B)(6) 2013, when the surgeon opened up the pocket to explant the vns generator (due to battery depletion), he discovered a broken lead. The lead was broken off at the generator pin insertion site. The patient's family decided to wait for replacement. Follow up found that the patient may have been manipulating the device, though it is not certain. No other information has been provided.